Event description:
Reportedly, the stapler fired but did not release properly. The anvil did not tilt and the instrument could not be removed. Used electro-cautery to release it and get it out, the anastomosis looked fine. No additional information. No injury reported.